Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears. The caller acknowledged and understood the instructions.